Event description:
It was reported that the patient had a syncopal episode, fell and hit his head and sprained his ankle. The patient presented to the emergency room after and had a heart rate between 30 to 40 beats per minute. Upon interrogation, over sensing was noted which inhibited pacing. The lead was successfully capped and replaced. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.